Event description:
It was reported that the pump exhibited a syringe plunger not in place message. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked case. A 'syringe not in place' alarm was found in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the optocoupler was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.